Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that he had high blood glucose of 159 mg/dl and his insulin pump buttons are not working correctly. Customer stated that he was washing the driveway, the insulin pump got splashed and since then he got many battery error. Customer stated that he had to take the battery out and reinsert to be able to get a bolus. Adviced the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.

Manufacturer narrative:
The insulin pump had an intermittent up and down buttons response due to moisture damage keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.